Event description:
Account reports receiving discrepant hba1c results for multiple pt samples. Only the following pt examples were provided: pt 1, initial result gave 19.6%; repeated in 2008 gave 5.3%. On same dat: pt 2, initial result gave 19.2%; repeat gave 6.4%. Pt 3, initial result gave 12.2%; repeat gave 9.2%. Initial results were reported. Patients not adversely affected. The field service representative determined the cause for the discrepancy to be a loose connection of probe c to fluid block, and replaced probes and verified connections were tight. Performance tests were performed.